Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving prialt (100 mcg/ml at 19.01 mcg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, a pump motor stall was seen on pump interrogation. The pump stalled on (B)(6) 2015 at 05:07 and had not recovered. No other stalls were noted. The patient had not recently had an MRI. The patient had no symptoms. The patient was referred to have the pump replaced. On (B)(6) 2015, additional information was received from an hcp and it was reported that they wanted to turn the pump off since it kept restarting and stalling and then the alarm started to sound. The patient thought she heard the pump beep 4-5 times when it recovered on (B)(6) 2015. Per the reporter, they knew it recovered at that time as they had looked at the logs and determined that was the approximate time she thought she heard multiple beeps from the pump. The patient was planning to see the surgeon on (B)(6) 2015 to talk about replacing the pump with a pump made by another manufacturer. The pump off password was provided and the reporter walked through the programming steps.